Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced no symptoms. The cgm was reading 257 mg/dl and the blood glucose was not checked. The nurse administered 12 units of insulin. An unspecified time after insulin administration, the egv was 38 mg/dl. Of note, the display device will not show an egv of 38 mg/dl. The display device will show the word "low" for egv 39 mg/dl and below. It was not documented whether the bg was checked. The patient had decreased level of consciousness. The patient was partially conscious as the patient could still nod and talk during the episode. The patient was given carbohydrates. The spouse requested the patient be transferred to the ed; however, this was not done. After treatment, the bg was 72 mg/dl. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.